Event description:
It was reported that the r-waves have decreased and it was questioned whether there was a lead fracture. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data collected from the device showed the ventricular pace impedance measurement was variable over the duration of the record. The min value ranged from 551 - 1102 ohms and the max range was 627 - 1311 ohms.